Event description:
(B)(4). Excruciating pelvic pain.. Constant feeling of having cysts on my ovaries ..(but I didn't have cysts)..excessive bleeding during and in between my periods even though I had an ablation .... Back pain that would bring me to my knees! Numbness in my legs and feet as well as feet would often turn purple. Constant urination and severe chronic fatigue!!! My insurance did cover this procedure .. I recently had to have a total hysterectomy to remove the implants. All of my pain is completely gone.